Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v009997, implanted: (B)(6) 2006. Product type: lead: product ID 3888-56, lot# v010760, implanted: (B)(6) 2006. Product type: lead: product ID 377775, lot# v003642, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
Additional information received reported that the device had reached end of service (eos). It was noted that the patient complained of burning and it was painful at the implantable neurostimulator (ins) site. The battery depletion was considered normal. The patient recovered without sequelae.

Event description:
Additional information received reported that all of the impedance measurements were within normal range. It was noted that the explant was performed on (B)(6) 2014. It was noted that the patient was doing fine and was receiving effective therapy. The patient recovered without sequelae.

Event description:
Additional information received reported that the patient¿s device was explanted. It was noted that the battery depletion was considered normal. It was further noted that impedance testing was performed. It was noted that the patient experienced burning and a painful area around the battery site. It was noted that "it hurt to touch the area.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a burning sensation in the area of her implantable neurostimulator (ins) pocket. An impedance check found all impedances within normal range. As a result of the event, a replacement was being scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the ins tested functionally okay.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).